Event description:
When measuring on the abl 825 blood gas analyzer low standard bicarbonate (sbc) were presented. The sbc is a calculated value using the measured ph value, so low sbc indicate low ph values. The sbc were out of the reference range, without the device alarming for incorrect ph. A quality control check was run, confirming that the ph values were low. The measurement chamber was checked and a small clot was found on the ph electrode - this being the reason for the low ph. No pts were treated based on these results.

Manufacturer narrative:
We were notified that pts were maltreated but still have no detailed info what this maltreatment consisted of or how the condition of the pts were after treatment. To correct the actual customers problem they have been recommended to use streptokinase to prevent blood samples from clotting. A general update of operator's manuals is in the process of being implemented worldwide. In the manuals cleaning additive (streptokinase) and 8 hour cleaning frequency is now mandatory.